Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 97754, serial# (B)(4); product type recharger product ID 97740, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported the patient had a continuing pain and wanted to do cervical and lumbar magnetic resonance imaging (MRI) for general back pain. It was unknown if the pain was existing or new. The patient indicated the spinal cord stimulator (scs) system was not functional since (B)(6) 2015. The patient still had the entire scs implanted but the called thought that the patient only had the lead implanted (and implantable neurostimulator (ins) had been explanted). The patient had been trying to get the ins replaced but had not been able to get the surgery done yet. The exact nature of the scs system issue was not known. The ins was not in use. The indication for use was non-malignant pain and degenerative disc disease/ herniated disc pain. If additional information is received, a follow-up report will be sent.